Manufacturer narrative:
This report is submitted on november 15, 2022

Event description:
Per the surgeon, the patient experienced pain/non-auditory sensations, performance decrement and electrode migration. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.